Event description:
A malfunction code was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset.